Event description:
The surgeon reported that on the first post-operative day following a knee arthroscopy performed with use of this arthroscopy pump, the patient experienced postoperative knee pain, dehiscence of one portal knee incision, and subcutaneous "crackling" extending from the surgical site to the upper quadrant of the abdomen. The patient was admitted to the hospital overnight and treated with antibiotics prophylactically. The patient was discharged the following day with no permanent injury.

Manufacturer narrative:
Investigation results: in conversation with the surgeon, he believed the pump operated accordingly and did not cause the post-operative complications. The user facility was contacted to request return of the pump for evaluation. The user facility informed conmed linvatec that based on conversation with the doctor, they would not be sending in the pump. A review of the repair history for this specific unit found the last service date was late 2008 at which time the device was calibrated. A 2 year review of product history found no other reports for this type of event with use of this arthroscopy pump.